Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotential oversensing while hanging out the laundry. The patient was seeing in the clinic and in the primary and secondary vector, myopotentials could be generated during the provocation tests and noise makers were visible. The s-ICD was reprogrammed to the alternate vector as no noise was observed in various provocation tests. This s-ICD remains in service. No adverse patient effects were reported.